Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator screen appeared black. The field service engineer (fse) confirmed that the issue had been resolved by the independent contractor technician. The screen was found to be non-functional and was replaced, and the sd card was successfully migrated. The refrigerator booted up completely as expected. The system functioned as intended after the technician resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator screen was damage and blank. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator screen was damage and blank. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.